Event description:
It was reported that the 2600 system locked up (shut off) during a case. There was no report of pt injury.

Manufacturer narrative:
Customer cancelled the service call. No additional info provided. Service call closed.